Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record review cannot be performed as part and lot information are required and neither were provided. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2- new zealand. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to tibial loosening. Although the implant looked well fixed when taken out, medial loosening of tibia was confirmed via bone scan and hot spot. There is no additional information available.